Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. It was reported that the patient had hard bone. It is a possibility that excess force was required to insert the anchor due to hard bone causing it to break. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the records reviewed. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that during a rotator cuff procedure the metal tip of the customer's 4.5 healix br anchor inserter broke off in the anchor on the last turn during insertion. The metal tip was left in the patient. The procedure was completed with the device with no patient consequences but there was a 20-minute delay. The sales rep stated that the bone quality of the patient was very hard bone. Nothing will be coming back for evaluation.